Event description:
It was reported that during service and repair pre-testing, the attachment device was found to have high temperature. The event occurred in pre-testing; this event is not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service and did not meet manufacturing specifications during the pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If any additional information is received, a follow-up will be sent.